Event description:
It was reported that the patient had "passed away from the medtronic pain pump." The reporter expressed dissatisfaction with the primary physician. In addition, the patient had not worked with the physician at all. The drug used in this system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).